Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up and preparation for an unspecified procedure, prior to the patient being in the room, the flex deflectable videoscope exhibited a noisy image. The was no harm reported as a result of the event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: d8, h3, h6, h8, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the device image sensor unit cable was found to be kinked at the bending section. It is possible that the output signal wires were broken or had short circuit due to the kink which led to the image abnormalities. A definitive root cause of the kinked image sensor cable could not be determined, however, the issue is a known inherent risk of the device and was likely the result of external stress to the cable from applying excessive stress to the bending section and or to the universal cord, such as excessive twisting and bending. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.